Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2026 and barbed suture was used. The barb didn't lock and suture detached from needle. No reported adverse consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: quantity affected: 1 ## quantity available to be returned: 6 list any j&j products that were utilized during the case but did not contribute to the reported event. ## was there any reported patient or user harm? ## no. Was there a significant delay? ## no. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ please describe the surgeon initial technique with placement of suture: during use on the patient, barb didn't lock and suture detatch from needle. 2. Can you identify the lot number of the product involved? 1019tl 3. Please provide the source or title of external person providing answers to follow-up: k¿amorn or ortho as confirmed by sales rep. There are total of 4 lots impacted under this complaint. The following information was received: product catalog no. Lot no. Qty involved (ea). Sxpp2b201 1015ra 1. Sxpp2b201 1019tl 1. Sxpp2b201 1019tm 1. Sxpp2b201 101p95 1. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem . Additional h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one sealed box with twelve unopened samples was received for analysis. Product code sxpp2b201, lot 1015ra. Upon inspection of the returned samples, no external damage was observed on the packets. The packets were open; the swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements. Additionally, a functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.